Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the atrial and ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00584. It was reported that upon interrogation, noise resulting in oversensing, rising capture thresholds and pacing impedance was observed on the atrial lead. A marginally higher capture threshold and significant rise in impedance was also observed on the ventricular lead. The leads were being monitored. No programming changes or interventions had been made. The patient was stable.